Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber does not show signs of usage besides white crystals deposits at the output window; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; the connector appears in good condition; the fiber passed the connector test; no failure was found. Fiber card analysis: 0 joules used. Probable root cause: based on the results of the investigation, the product complaint could not be confirmed; there is no failure found with the returned product.

Event description:
It was reported that during a prostate procedure, "fiber not recognized¿ the case was completed with an alternate procedure (turp). Patient outcome: ¿ok¿ reported. No injury to patient reported.